Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed that the pump was repeatedly beeping. The customer also noticed a discrepancy between the sensor glucose and blood glucose values. The customer reported blood glucose value of 50mg/dl and was treated hyperglycemia with glucose/carbohydrate intake. The event event involved mmt-332a, mmt-1884, mmt-7040ma, mmt-399a. Troubleshooting was partially performed for hypoglycemic event, and the customer declined further troubleshooting. Customer had been using the insulin pump system within 48hours of reported at the time of event. It was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was not performed for difference between glucose values. The customer reported blood glucose value of 80mg/dl and sensor glucose value of 76mg/dl at the time of incident. The difference between glucose values were within the acceptable range. No further patient complications were reported, and no product return or replacement was initiated. Mmt-332a, mmt-1884, mmt-7040ma, mmt-399a were not expected to return.